Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged. It was further reported that the ra lead exhibited rising thresholds and diminished sensing. It was also reported that the right ventricular (rv) lead was in a different position compared to post implant procedure. The right atrial (ra) lead was re-positioned and remains in use. The rv lead remains in use. No patient complications have been reported as a result of this event.